Event description:
According to the reporter, when the knot was about to be done while suturing the blood vessels during an open heart valve replacement surgical procedure, the needle suddenly disappeared. They had to search the needle for more than an hour until find it, which lead to a delay in surgery. Anesthesia time was delayed for more than 1 hour as the result of the suspension of the surgery.